Event description:
During a follow, noise was still observed. A decision was made to perform a lead revision in the near future. The device remains programmed "off"

Manufacturer narrative:
When the lead revision information has been obtained, this event will be updated.

Manufacturer narrative:
As this lead was surgically abandoned and no return of product is intended. No further information is expected regarding this event. Should additional information become available, this event will be updated.

Event description:
Additional information was obtained. A revision procedure was performed. Fluoroscopy revealed this lead was fractured at the clavicle area. During the intended removal, the lead was fused to the clavicle bone. The lead was surgically abandoned. In addition, the atrial lead was also surgically abandoned. The replacement device and this right ventricular lead were implanted and acceptable measurements were obtained.

Event description:
Boston scientific received information that the patient with this right ventricular lead and device reported experiencing an inappropriate shock. During a follow up visit, a review of the electrogram revealed noise. All measurements were normal. The noise was reproduced by arm movements. A lead fracture was suspected. The patient is not pacemaker dependent with the tachycardia therapy "off" until a further follow up and decision regarding lead revision is made.

Manufacturer narrative:
According to available information, this lead remains implanted. When additional information becomes available, this event will be updated.